Event description:
It was reported to philips that the system's solid state drive was defective, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed the ssd (solid-state drive) was not defective. Upon troubleshooting, the fse identified leakage and floating currents as the cause of mcb (miniature circuit breaker) tripping. The fse recommended installing software and placed the system under observation. To resolve the issue, the fse reset the rcd connections and verified earthing pits and cables. No rcd tripping was observed across various exposure settings (cardio, head, and other protocols) at different kv levels. After resetting rcd connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome.